Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to he reporter, during the closing procedure of a general surgery, the thread of the suture broke. The patient had no injury.